Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and the monitor board was replaced to resolve the report. The device was recertified and returned to the customer and a new aux power supply will be sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.